Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not used or charged her scs ipg for more than a year. Consequently, the patient's scs ipg was inoperable. The patient's physician replaced the ipg with a new one.